Event description:
Patient complained of pain. A portion of the implant was retrieved from the patient's joint space approximately 3 months post-op. No additional information available.

Event description:
Pt complained of pain. A portion of the implant was retrived from the pt's joint space approximately 3 months post-op. No additional information is available. This device is used for treatment.